Event description:
The customer reported that their t:slim x2 pump battery would not charge and mentioned a power source alert in the pump history. The charging issue was initially due to the use of a third-party wall adapter instead of the tandem wall adapter. There was no adverse impact to the customer¿s blood glucose level. Although the pump began charging after attempting different solutions, the charging connection remained unstable. The technical support team instructed the customer to use a working outlet and try a different cable, which did not resolve the issue. Consequently, technical support arranged to send a replacement tandem cable and wall adapter. If the pump battery depletes before receiving the replacement, the customer was advised to rely on multiple daily injections (mdi).